Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, air was aspirated into the syringe that connects to the extension port of the introducer. Several aspirations were attempted with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the distal and proximal seals. The distal seal was creased and appeared to have been shifted out of position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal, the creased and shifted seal, and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.